Event description:
A consumer reported that particles from syringes stood out and were found in the patient's eye. Several attempts were made to obtain further information on the event with no response to date.

Event description:
Additional information was received from the surgeon who reported that the issue of small particles detaching from the syringes was noted quite frequently during surgeries. This event manifested itself as a sort of translucent film on the cornea during wash, which required at this step a wash with the tubing of the handpiece. Each time he experienced this issue, he threw away the syringes and replaced them by other ones. Since one or two years there was an outbreak of irvin gass syndrome of an unknown origin and although he had no proof that the inflammation at the origin of irvin gass was due to these particles he preferred to change systematically the syringes. For the patients who underwent an irvin gass syndrome in the past, he could not relate them with potential syringes "leasing particles" and he never noticed any particular post-surgery tyndall at the slit lamp, even on the patients who presented an irvin gass.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Several attempts were made to obtain further information on the event with no response to date. The manufacturer internal reference number is: (B)(4).